Event description:
Reportedly, a scheduled patient follow-up revealed an unexpected battery discharge on (B)(6) 2024. Rrt is achieved with battery impedance at 10.48 kohm in vvi mode at 70 bpm. The patient was symptomatic with shortness of breath. The last follow-up on (B)(6) 2023 showed a battery life of at least 4 months. According to the latest automatic impedance test, rrt is expected to be reached on december 29, 2023, which is less than two months from the october follow-up to the december rrt. Dr. Theurl wants to know if the 3 months of emergency mode vvi 70 is included in the battery life of 4 month showed at the follow up in oct.

Manufacturer narrative:
The review of provided data confirmed the reported issue: on (B)(6) 2023, the time to recommended replacement time (rrt) was 7 months (min: 4 months) and the device reached the rrt on (B)(6) 2023, earlier than the time to rrt displayed on (B)(6) 2023. The calculation of the time to rrt is based on typical cases. At this stage of battery usage, any change in the consumption such as increased patient activity and therefore increased pacing rate following the sensor information may impact the residual longevity. The 3 months in safety pacing are not included in the time to rrt. After rrt is reached, the prolonged service period (psp) of the device is: at least 3 months under the following conditions: vvi, 70 bpm, 5v, 0.35ms, 500 ohms. (Excerpt from implant manual u531). The subject device was programmed at 2,5 v. Since historical follow-up data have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 108 months. The implantation duration was 84 months which is higher than 75% of the estimated overall longevity (75% of 108 months = 81 months). Based on hrs guidelines, no premature battery depletion occurred. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a scheduled patient follow-up revealed an unexpected battery discharge on (B)(6), 2024. Rrt is achieved with battery impedance at 10.48 kohm in vvi mode at 70 bpm. The patient was symptomatic with shortness of breath. The last follow-up on (B)(6), 2023 showed a battery life of at least 4 months. According to the latest automatic impedance test, rrt is expected to be reached on (B)(6), 2023, which is less than two months from the october follow-up to the december rrt. Dr. Theurl wants to know if the 3 months of emergency mode vvi 70 is included in the battery life of 4 month showed at the follow up in oct.